Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as it has not been returned to date. When the sample is received and evaluation will be performed and a follow-up report will be submitted with our findings. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that upon positioning the embolization coil, the lead wires of the delivery pusher appeared separated from the delivery pusher. An attempt was made to retract the device and in doing so, the coil stretched and broke. The proximal segment of the coil remained in the lumbar-chest sector. A guide wire was used to retrieve the coil successfully. No harm was reported. *patient information- patient weight is not available.